Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Section d10- initial report captured as scs anchor x 1.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain and a burning sensation at the ipg site and as such surgical intervention took place on (B)(6) 2024, where the ipg was moved from the left flank to the right flank. Stimulation was restored.